Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that all the lights were on the front panel. Tac instructed the customer to reseat the communication cable between the cv-190 and the clv-190, to reseat of the lamp door, and to plug in an endoscope; none of these troubleshooting techniques resolved the issue. The device was then returned and evaluated, and the customer¿s allegation was confirmed due to a faulty main board, which caused the light-emitting diode (led) lights to remain turned on. The front mouth was also damaged, and the worn-out socket switch caused intermittent use of high intensity mode; these findings would all require device repair. Additionally, the faulty main board prevented the determination of the olympus lamp life meter hours, but the light output measured within specifications; there were also deep scratches on the top cover and a stain on the air ventilation window of the top cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii xenon light source, all the lights on the front panel were on. The issue was found at preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 8 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to a faulty main board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.